Manufacturer narrative:
Unit received with blank display, problem isolated to interface board. Unable to perform operating currents, self-test, unexpected restart error test and displacement test due to blank display.

Event description:
The customer reported via phone call that the insulin pump was dropped and received a blank display. The customer¿s blood glucose level was 97 mg/dl at the time of the incident. Customer states the contacts on the battery cap are neither missing nor damaged, battery compartment was neither damaged nor corroded and the spring was neither damaged nor corroded. Trouble shooting was performed for blank display. Customer was advised to clean the battery cap contact with a cotton swab and isopropyl alcohol. Advised that if no isopropyl alcohol is available to use an alcohol wipe or dry cotton swab and to allow at least one minute for the battery contacts to dry and to insert a new battery. Customer states the display returned. The customer was advised insulin pump will need to be replaced and to discontinue use of the pump and to revert to the back-up plan as per health care professional instruction. The insulin pump will be returned for analysis.